Event description:
New information received notes that noise was observed on the lead. The patient was stable and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a scheduled follow-up, non-sustained right ventricular oversensing episodes were observed on the ventricular channel. Several programming changes were recommended. The patient condition was stable before, during, and after the device interrogation and will continue to be monitored. No further information is available.